Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On the same day the sensor was inserted, the patient experienced a sensor failure during warmup. When he removed the sensor, the wire was missing and it felt like a lump under the skin. He had pain at the insertion site on (B)(6) 2022, three days after insertion, and went to urgent care in the evening. The physician there made a small incision under local anesthesia using lidocaine and tried to remove the wire but could not find it. On (B)(6) 2022 the patient was still having discomfort, so he went to the emergency room (ER). An ultrasound was done which was unclear, and an x-ray was done which confirmed the wire was retained, bent in a z shape. Following local anesthesia again with lidocaine, two larger incisions were made in another unsuccessful attempt to remove the retained wire. The incisions were closed with sutures. He reported that at his request no antibiotics or pain medications were prescribed. However, he later stated that there was no medication provided and his doctor advised to leave the area alone to avoid causing more tissue damage. At the time of the report, he stated the area was still uncomfortable, but he thought it was from the surgical healing rather than the retained wire. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).